Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During cardiopulmonary bypass, it was reported that the pump was going off and on during the case. The pump was changed out and the procedure was completed successfully. There were no adverse consequences to the patient reported as a result of this event. Note: the date of the event was not reported.